Manufacturer narrative:
The problem was due to internal component failure (hr and oc mirrors). After the component replacement the laser system restarted to work correctly. We are unaware about pt injury.

Event description:
The laser system has the following problem: "no output". No adverse effects to pt were reported.